Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with broken pump head door in latch area was confirmed during product evaluation. The root cause of the reported problem was determined to be broken latch and door. Appropriate action was taken to correct the reported problem by replacing the pump head module door. The device history record review shows data card discarded per (B)(4) retention period. The device has not been previously sent into service for the reported condition of broken door.

Event description:
During initial inspection by a baxter service technician, it was discovered that a flo-gard infusion pump had a broken pumphead door in the latch area. This event may have interrupted delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.